Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer changed the cartridge only to resolve the issue.